Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.

Manufacturer narrative:
On 23 jan 2025, it was reported, nc: aware date should have been 2 jan 2025 rather than 14 jan 2025.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry communication and normal output. Functional tests were performed, and device was found to be working at elective replacement indicator (eri) voltage, and it did not meet projected longevity. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information indicates the pacemaker was explanted and replaced on (B)(6) 2024. The patient condition was stable.